Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient developed a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, and dry skin that extended beyond the patch perimeter. The reaction was treated with a prescription of oral amoxicillin 875 mg and prescription topical mupirocin ointment. No additional patient or event information is available.